Event description:
It was further reported that 13 days post index procedure, the patient was admitted due to chest pain "similar to what he had prior to his stent." The patient had elevated cardiac enzymes and he was admitted with a non-q wave myocardial infarction. Cardiac catheterization was recommended. It was elected not to treat the patient at this time. The patient was discharged the next day.

Event description:
It was further reported by the site that the patient did not experience a stent thrombosis as initially reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Patient identifier: (B)(4). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that following a coronary artery stenting procedure the patient experienced a stent thrombosis and chest pain. A non-bsci 2.75 x 28 mm stent was implanted in the posterior lateral branch. The target lesion was a saphenous vein graft located in the distal right coronary artery with 75% stenosis and was 14mm long with a reference vessel diameter of 4 mm. The physician treated the lesion with directly implanting a 4.00 mm x 16 mm taxus liberte stent with 0% residual stenosis. The stent was slightly undersized and upon deployment there was poor reflow. Extensive maneuvers were performed including multiple doses of fresh blood, 800-1000 mcgs of adenosine were given over the course of an hour, and aspiration thrombectomy was performed with moderate plaque and debris removed. The patient was also given 100 mcg of intracoronary nipride. Angiography was performed which showed flow was restored. The patient continued to have mild st depression and mild chest discomfort and an intraaortic balloon pump was placed. The patient was discharged the next day on aspirin and prasugrel.

Manufacturer narrative:
(B)(4).